Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed. This included a review of complaint history, the device history record, instructions for use, quality control data, and trends. One device returned for investigation. The returned packaging confirms lot number 9178659. Functional testing was performed. The balloon leaks at the proximal end of the balloon. Closer evaluation notes a hole at the base of the proximal end of the balloon. The device history record for lot 9178659 was reviewed and no non-conformances were identified. A complaint history search revealed this is the only complaint associated with lot number 9178659. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: precautions avoid excessive force when inserting the balloon into the uterus. The investigation found there were no other complaints related to this production lot number. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. A definitive conclusion could not be determined. Per the quality engineering risk assessment, no additional risk mitigating activity is required at this time. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event information has been received since the last submission.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: b5 this report includes information known at this time. A follow up report will be submitted should additional relevant information become available or upon completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on (B)(6) 2019. According to the physician, the incident happened after a cesarean section. He closed the uterus incision without filling the balloon. No needle tip damaged the device. He checked the correct position and then noticed a large quantity of blood in the balloon. No other balloon was inserted and no additional procedure was performed. The bakri balloon had been active during 20 minutes and he administrated drugs.

Manufacturer narrative:
PMA/510(k) # - k170622. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a cesarean section with bleeding, they noticed that the bakri balloon was totally deflated; which meant it had to be removed. After a test of the balloon outside of the patient, by inflating with 20 ml saline, it was found that there was a leakage at the junction between the tubing and the balloon. Additional information received from (B)(6): the patient did not aggravate her bleeding. The bleeding stopped with medical treatment IV. The patient is doing well.